Event description:
IV contrast was being given through a PICC percutaneous inserted central catheter line for cat computerized axial tomography scan to rule out a pulmonary embolus. Contrast injection attempted with pressure injector and catheter ruptured. Contrast injection was attempted with another catheter and this catheter ruptured. The patient had PICC line in upper arm for chemotherapy and had received treatments through the catheter.